Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was implanted in the right main bronchus at the carina during a stent placement procedure on (B)(6) 2014. According to the complainant, the stent was being placed to treat an advanced malignant intrinsic airway disease that was debulked prior to stent deployment. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the stent was implanted and it was noted under direct vision that the stent partially opened at approximately 50%. Standard maneuvers were done in an attempt to fully expand the stent. It was noted that the stent was bunched up as a result of the maneuvers. The stent did not expand fully and was removed using rigid forceps. Another 2.5cm ultraflex tracheobronchial distal release stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.